Event description:
It was reported that the enseal device shaft was bent right out of the box. An attempt to use the device was made but proved to be too difficult to get through the trocar. Five additional devices were opened and tried all were bent as well. It is unknown how the procedure was completed.

Manufacturer narrative:
Should the information be provided later, a supplemental medwatch will be sent. The device was received with the shaft bent. The device was mechanically tested and the jaws opened and closed without difficulty. The device could not articulate due to the bent shaft. The I-blade does advance smoothly and to end of jaw. There were no anomalies noted with the jaw aperture. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. No yellow alert screens were displaying during testing. There is insufficient evidence related to what caused the damage to the shaft. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.